Event description:
It was reported that the clip is stuck and not loaded.

Manufacturer narrative:
Qn#(B)(4). An initial report for complaint report number 3003898360-2019-01040 was previously submitted. Report 3003898360-2019-01040 has been changed from serious injury to malfunction. Complaint was reviewed with clinical medical affairs team and was determined to be a malfunction as defined by 803. Report 3003898360-2019-01040 has been changed from serious injury to malfunction.

Manufacturer narrative:
(B)(4). Report 3003898360-2019-01040 is not an adverse event. Report 3003898360-2019-01040 corrected to denote a product problem.

Event description:
It was reported that the clip is stuck and not loaded.

Event description:
It was reported that the clip is stuck and not loaded.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800731 was manufactured on 06/26/2018 a total of 288 pieces. Lot was released on 07/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab severely bent and two clips partially loaded incorrectly. Blue adhesive residue was present on the handle. The returned sample appears used as there is biological material present on the device. First, the two partially loaded clips were manually removed. It was noticed that no clip was in the next position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired, but a broken hook fell out of the channel. The next clip was out of position in the channel and it had a broken hook. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. Additionally, it was found that the top jaw had bent jaw legs. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining, including the two partially loaded clips, indicating that 4 clips were fired by the end user. One of the remaining clips was broken at the hook. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not loading properly" was confirmed based upon the sample received. One device was returned with 2 clips partially loaded incorrectly and its rotation tab severely bent. Nine additional clips were remaining in the channel indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. One of the clips was found to be broken at the hook. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is stuck and not loaded.